Event description:
It was reported that during an initial right knee procedure, a tibial trial instrument fractured. There was no patient impact or surgical delay. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.